Manufacturer narrative:
Product received date (B)(6) 2025. Investigation summary six (6) used. List #d1000, tego¿ connector, appx 0.05 m were returned for evaluation. As received, a seal collapsed and tor was noted in 3 out 6 tegos. No additional damage or anonalies were noted. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of the closing system/cap does not work and does not pass blood, or fluid normally is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a tego connector where it was reported that the safety cap's closing membrane breaks. The customer stated that the closing system/cap did not work and did not pass blood or fluid normally. There was patient involvement and delay in therapy. No harm was reported.